Manufacturer narrative:
Device evaluation: returned device was received with the top case cracked front corner. During the evaluation of the device the customer reported condition was confirmed. The customer reported condition was confirmed. Problem source was traced to manufacturing . A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 had a syringe not in place alarm. No adverse patient effects were reported.